Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4) , and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(4) , was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. ¿introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient expired on (B)(6) 2021 secondary to right ventricular (rv) failure at an outside hospital (osh). Although the rv failure did not exist prior to lvas implant, it was reported that the device did not contribute to the development or worsening of the patient¿s condition. No autopsy was performed, and the device had functioned as intended.